Manufacturer narrative:
The specific sonicare toothbrush model was not provided. The model number was not provided.

Event description:
The consumer states that the brush head does not lock onto the handle.